Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Product described in this report has any "defects" or has "malfunctioned".

Event description:
Customer reported that she was hospitalized due to low blood glucose and diabetic coma. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that she worked too hard and over bolus. Nothing further was reported.